Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported, low defibrillation impedance was observed on the right ventricular (rv) lead. It was noted the patient experienced a vt/vf episode, but the rv lead failed to give a shock. Technical support was contacted and noted an over current detection (ocd) alert was observed as well as the low defibrillation impedance. Technical support recommended a lead revision. Reprogramming was performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the arrythmia was successfully terminated as the device redirected the shock vector.